Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: it was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was one false negative result. No adverse impact was reported regarding the patient or user. Investigation summary: catalog 442023. Batch no. 5135241. Customer reported a false negative result. Neither photos nor returned good samples were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also, prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. False negative readings may result when certain organisms are present which do not produce enough co2 to be detected by the system or if significant growth has occurred before placing the vial into the system. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there was one false negative result. No adverse impact was reported regarding the patient or user. This is report 2 of 2.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic) there were two false negative results. No adverse impact was reported regarding the patient or user. This is report 2 of 2.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k222591. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.